Manufacturer narrative:
This device referenced in this report has not been returned to olympus medical systems corp. For evaluation. The manufacturing record of the subject device was reviewed with no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that the image of the subject device became abnormal during an unspecified therapeutic procedure. The subject device was sent to olympus (B)(4). During the investigation by ofr, the distal tip of the subject device became extremely hot.there was no patient injury associated with this event reported.